Event description:
A malfunction was reported by the customer concerning their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again. The customer acknowledged the instructions from technical support.